Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, 1.5 hrs apart, in a fed state. Rptr's result at home was 223 mg.dl, and at the doctor's office (meter type unknown), it was 160 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that a control solution test had been in range at the time of the report. No harm was alleged.